Event description:
The pt was dialyzing ever tuesday, thursday, saturday, on the optiflux 180nre dialyzer without event since (B)(6) 2013. (B)(6) was given antibiotics for an unrelated infection on (B)(6) 2013. On saturday, (B)(6) 2013, he developed a rash on his lower extremities with complaint of itch. He used over the counter oral and topical medication for relief without effect. Prior to his next scheduled hemodialysis treatment, the pt was admitted to the hospital for an unrelated infection. Upon admission he continued with the rash and itch and was changed to the baxter exceltra dialyzer during his hospital stay with reported relief of symptoms. The pt returned to the out pt dialysis clinic after hospital discharge on (B)(6) 2013 and continued on the exceltra dialyzer. His rash resolved but he continues to itch. Per the outpatient dialysis unit charge rn, the rash and itch is thought to be caused by the antibiotic which is now listed as an allergy in his medical record. The sample was discarded.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data information regarding the reported reaction to the optiflux (B)(4) dialyzer. A supplemental medwatch will be submitted after the investigation is complete.